Event description:
Eye care professional reported the patient presented in 2005 with complaint of pain, tearing and redness in the right eye. The patient occasionally sleeps in contact lenses. The patient was diagnosed with a "central corneal ulcer with epitheleal defect and inflammation/suspected microbial keratitis od. Va 20/30 with glasses". The patient was prescribed zymar drops. Final follow up visit indicated, "faint scar, punctuate epithelial defect overlying scar. Va 20/30 glasses.